Manufacturer narrative:
This initial report was identified as a late submission during a two year retrospective review of complaints and MDR¿s following receipt of an untitled letter issued by the FDA. (B)(4). The customer was shipped replacement cap/diaphragms pn: (B)(4), lot # 0000611874 on replacement. Based on the reported event, this is a known issued and has been addressed with an internal action.

Event description:
An event which occurred in (B)(6) was reported as follows: hi support, please see below. A customer is complaining about the diaphragms. Unfortunately, there are - again - problems with cap/diaphragms. Our customer complains about defective cap diaphragms (they had to had to exchange 6 pieces within the last few months). Lot no. Is 2351129. The other one they were not sure about, it may have been lot no. 2288524. Our customer complains about not being able to buy cap diaphragms other than part of the disposables kit - is there another possibility, i.e. Would it be possible to purchase them separately? For us, as a distributor, it would also be helpful if we could have them in stock to be able to replace defective items quickly.